Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin), paracetamol (tylenol) and vagisil. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation /abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced vaginal infection ("chronic vaginal infection"). On (B)(6) 2008, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("even when not menstruating lower abdominal pain / severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in her mouth"), ovarian cyst ("ovarian cysts"), pruritus ("itching"), adenomyosis ("uterine endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), abdominal pain ("abdominal pain"), uterine enlargement ("uterine hypertrophy"), uterine leiomyoma ("uterine leiomyomata") and endometriosis ("sub serosal endometriosis"). The patient was treated with surgery (B)(6) 2010, total hysterectomy((uterus and cervix removed))). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, dysgeusia, vaginal infection, ovarian cyst, alopecia, weight decreased, pruritus, adenomyosis, vaginal haemorrhage, vulvovaginal pruritus, bladder disorder, urinary tract disorder, headache, weight increased, abdominal pain, uterine enlargement, uterine leiomyoma and endometriosis outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea and fatigue was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract disorder, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical record confirming events menorrhagia, dysmenorrhea, ovary cyst, pelvic pain. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: uterine hypertrophy, uterine leiomyoma, endometriosis. Event outcome of abnormal menses, genital hemorrhage, updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin), paracetamol (tylenol) and vagisil. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation /abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced vaginal infection ("chronic vaginal infection"). On (B)(6) 2008, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"), fatigue ("chronic fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("even when not menstruating lower abdominal pain / severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in her mouth"), ovarian cyst ("ovarian cysts"), pruritus ("itching"), adenomyosis ("uterine endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (a partial hysterectomy, during which her uterus was removed). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, dysgeusia, vaginal infection, ovarian cyst, alopecia, weight decreased, pruritus, adenomyosis, vaginal haemorrhage, vulvovaginal pruritus, bladder disorder, urinary tract disorder, headache, weight increased and abdominal pain outcome was unknown, the dysmenorrhoea and fatigue was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following one were reported via medical record confirming events menorrhagia, dysmenorrhea, ovary cyst, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet:-all relevant medical history, concurrent condition and concomitant medication added.events vaginal hemorrhage, vulvovaginal pruritus, bladder disorder, urinary tract disorder, migraine, headache, weight increased, abdominal pain and genital hemorrhage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("even when not menstruating lower abdominal pain / severe abdominal cramping even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation /abnormal menstruation"), dysgeusia ("metallic taste in her mouth"), vaginal infection ("chronic vaginal infection"), dysmenorrhoea ("abnormally severe menstrual pain even when not menstruating"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), pruritus ("itching") and endometriosis ("uterine endometriosis"). The patient was treated with surgery (a partial hysterectomy, during which her uterus was removed). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, vaginal infection, dysmenorrhoea, ovarian cyst, alopecia, fatigue, weight increased, pruritus and endometriosis outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, pruritus, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.